Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the drawer was not detected on bus. A field service engineer reseated pyxibus cable connections on all drawers and power cycled to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer and smart remote manager was not detected on bus. The customer reported that there was a delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.